Event description:
It was reported by service report that the brakes are not holding. It was further reported that the left/right siderails are not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail not matching footboard.